Event description:
Boston scientific received information that at the patient's six-week device check, loss of capture (loc) was observed on the right ventricular (rv) lead, even at maximum outputs. Lead dislodgement was suspected and the patient was scheduled for a lead revision. Two months later, the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.